Event description:
As reported by the user facility: reports an epidural catheter was placed into female patient for ob epidural without difficulty. Medication would not inject into the catheter, therefore the catheter was removed. Upon removal, a portion (approximately 4cm) of the catheter was noted to be missing. The reporting facility did not report any difficulty during insertion or removal of the catheter. A flat plate was performed on (B)(6) 2014, but only showed the current catheter in place. A cat scan was then obtained post procedure and nothing was found in the scan. The reporter stated that a sample is available to be returned and will also photograph compared to a non-defective catheter.

Manufacturer narrative:
(B)(4). Two catheters were received for evaluation. Packaging returned with the catheters indicated the reported lot number, 006137002. The first catheter appeared intact and met the dimensional specification for overall length (measuring approximately 40 inches). Under microscopic observation, no anomalies or fractured ends were observed. The second catheter appeared fractured, measuring approximately 35.5 inches. Under microscopic observation, the fractured ed of the catheter was angular in appearance. This type of cut is consistent with potential damage noted when the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.